Event description:
It was reported the lead was explanted due to poor sensing. No patient complications were reported related to this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. It was reported the lead was explanted due to poor sensing. No patient complications were reported related to this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated sensitivity.